Manufacturer narrative:
Concomitant medical product: dtba1q1 crt-d implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-system upgrade in which the patient received a left ventricular (lv) lead, small bilateral pleural effusions were noted on x-ray as well as right and left bibasilar atelectasis. The patient was not symptomatic and was discharged the same day. The patient was seen by their primary medical doctor and pulmonologist several times over approximately the next two months with shortness of breath and edema noted. The patient did not require hospitalization but was treated with furosemide and normal pulmonary vascularity resumed. The lead remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.